Event description:
The report received from the affiliate indicated that during an interventional procedure, when the physician removed the cypher 3.0 x 33 mm stent from the protective sheath he noted that the distal stent struts were flared. The product was not clinically used in the patient. Another cypher stent was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the circumflex. The lesion was reported to be: de novo, heavily calcified, slightly tortuous, and a 90% stenosis.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.